Event description:
A nurse reported that before surgery, a system message displayed and three cassettes would not prime. The customer recycled the system power and priming continued to fail. Technical svs was called, and when the tech arrived, the customer had achieved priming and completed the surgery with the same system. There was a surgical delay of 30 mins prior to entering the eye, which prolonged anesthesia. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).